Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: comparison of long-term outcomes of flexible versus rigid annuloplasty for functional tricuspid regurgitation: a retrospective cohort study b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "comparison of long-term outcomes of flexible versus rigid annuloplasty for functional tricuspid regurgitation: a retrospective cohort study", was reviewed. This research article is a retrospective single-center experience to evaluate whether rigid right annuloplasty would provide superior long-term stability and clinical outcomes than flexible ring annuloplasty. The devices included in the study were tailor and mc3 rings. The article concluded that flexible and rigid annuloplasties were associated with similar short-term and long-term outcomes. [The primary and corresponding author was huang chun-yang, department of medicine, national yang-ming chiao-tung university, taipei, taiwan, with corresponding e-mail: cyhuang20@vghtpe.gov.tw.]. This study included patients who underwent tricuspid surgery from 01 january 2008 to 31 december 2020. A total of 615 patients were included in the study, of which an unknown amount received an abbott device. From the before inverse probability of treatment weighting (iptw) group, the average age of the flexible group 65.1 years and the average age of the rigid group was 64.7 years. From the after iptw group, the average age of the flexible group was 64.2 years and the average age of the rigid group was 64.4 years. The gender distribution was equal parts male and female. Comorbidities included hypertension, diabetes, hyperlipidemia, cerebrovascular accident, pulmonary disease, liver disease, chronic kidney disease, end-stage renal disease, coronary artery disease, atrial fibrillation, heart failure, and tricuspid regurgitation.